Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A lead was returned in three segments for analysis. External insulation abrasion was noted at 5.5-5.7cm from the distal end of the middle segment, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 10.0-10.7cm, 10.2-10.7cm, and 10.8-12.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.1-8.1cm and 9.0-10.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.